Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The iabp was replaced to ensure the patient receives appropriate therapy. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) explained that sensor inspection was required and replaced the front-end board. The equipment passed all factory-specified performance and safety tests. The unit was returned to the customer and approved for clinical use.

Event description:
N/a

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100, intra-aortic balloon pump (iabp) electrical test failure #53 during operation. No harm or injury to the patient was reported.